Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the pump powered on with the returned battery cap. The battery cap was unable to fully tighten but was cracked and the threads were damaged. A power loss was not duplicated. The battery compartment was cracked below the grip pad. Pump reboot events were observed in black box on 9/19/2014. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No "intermittent power" events duplicated during investigation. There was no evidence of moisture or loose components inside the pump. Unreleated to the power allegations, the display screen was found to be dim and discolored.